Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's monitor displayed a pump off and low flow while they were connected to the power module at the hospital. The alarms and screen warnings resolved when the patient was put on batteries. The patient was asymptomatic and did not feel like their pump was stopped. Interrogation showed no unusual events or alarms. The patient was put on a new power module and a new monitor.

Event description:
When the patient was switched to a new system monitor no issues occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor displaying a redline, pump off, and low flow were unable to be confirmed. A review of the submitted log files contained data spanning approximately 17 days (B)(6) 22 ¿ (B)(6) 22 per timestamp). There were no low flow, pump off, or notable alarms active in the log file. The system monitor was not returned for analysis. Provided information stated that the system monitor displayed a red line, low flow, and pump off alarms. The issue resolved once the patient was put on batteries. A new power module and system monitor was issued. There were no additional pictures or documents submitted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system monitor being unknown. Heartmate 3 instructions for use section 4 - ¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues. Heartmate 3 instructions for use section 4 - ¿system monitor¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the system monitor to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.